Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, the patient connecting before priming. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice during use. The patient called when they were at the end of therapy and stated they had connected before priming was completed and thought air had got into them. The patient was feeling pain from air in the patient line. The baxter technical service representative informed the patient to contact their nurse regarding connecting before prime was completed and about a possible resolution from the air the patient had infused. The patient would call back if they had any further problems or questions. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated they were not made aware that the patient had pain related to air infusion as a result of patient connection prior to completion of prime. The rn would follow up with the patient for re-education of proper procedures. The rn stated they just saw the patient the previous day and as far as they knew the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.